Event description:
Patient called back and stated they have been in pain for 3 weeks now and gone to the emergency room twice and been in the hospital. Patient stated they were told to call and see if the stimulator can be reprogrammed to cover their legs because the pain is down their legs. Agent reviewed reprogramming would take place with the rep and reviewed requesting a rep through the hcp. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. The reason for call was patient reported they were in so much pain and the issue began about 2.5 to 3 weeks ago. Patient stated they went to the emergency room and to their regular doctor and the pain was continuing and no medicine would help. Patient inquired if turning their stimulation off would help distinguish if the pain was from their stimulation. During the call agent walked patient through turning their stimulation off. Agent redirected patient to their hcp to address the issue. Patient's hcp would have them do an x-ray as soon as they could get to the lab.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that last friday they were charging their implant and they laid down on it and it started hurting like crazy on their right hand side on the opposite side of where the implant was. Caller also mentioned a pain all the way down to right hand side and down to their leg, buttock and waist area. Caller stated it has been hurting every day since and it seems to be getting worse every day. Caller added that it feels like a burning sensation in the implant area. Caller noted they are currently in the ER and waiting to call them because it was hurting so bad. Agent asked caller if they have tried increasing the intensity on their current program and caller stated they have not. Agent reviewed with caller that they can try switching to a different program or group if they are not feeling any relief. Caller switched to group a and increased the intensity to a comfortable level. Agent redirected caller to their managing healthcare provider to further address the issue.